Event description:
Customer reported intermittent occlusion alarms occurred. The customers blood glucose levels increased to 540 mg/dl on (B)(6) 2025. To address this, the customer administered a correction bolus using their pump, changed the infusion set and cartridge, and resumed insulin delivery.